Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple appropriate high voltage shocks. The patient received the therapies from a ventricular tachycardia storm. Device interrogation revealed an alert for the charge time limit being reached. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported event of the charge time outs was confirmed by reviewing stored electrocardiograms and high voltage charge logs. A review of the data showed the charge time outs were due to the depleted battery from delivering numerous charges during the vt storm. The device was tested on the bench and no anomalies were found.